Event description:
It was reported that the customer experienced a low blood glucose (bg) of 45 mg/dl. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was due to the customer not having sleep mode activated and subsequently a bolus was delivered decreasing customer's bg, customer understood and acknowledged. Recommendation was made to consult with a healthcare provider regarding diabetes management. Multiple contact attempts were made by tandem technical support to obtain additional information regarding treatment of low bg; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.per the tandem user guide: ¿the control-iq technology sleep range is targeted during scheduled sleep times and when sleep is manually started (until it is stopped). During sleep, control-iq technology will not deliver automatic boluses."